Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the patient's visit the staff discovered lead trouble during the check. An x-ray was taken and it was found that there was a subclavian lead fracture. Due to the higher lead impedance for the bipolar configuration the lead polarity was changed to unipolar, as the unipolar configuration operated normally. The lead was later replaced. No patient complications have been reported as a result of this event.